Manufacturer narrative:
08-sep-2015 product investigation results: reporter returned toothbrush head type eb25 used with suspect product. Analysis confirmed brush head fell off due to external force by dropping the whole appliance with brush fitted. The investigation of the product return (B)(4) did not confirm a malfunction.

Event description:
Brush head shot off while brushing [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b prowhite brush head shot off. No symptoms developed. 08-sep-2015 product investigation results: reporter returned toothbrush head type eb25 used with suspect product. Analysis confirmed brush head fell off due to external force by dropping the whole appliance with brush fitted.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head shot off while brushing [device breakage]; no adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b prowhite brush head shot off. No symptoms developed.